Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 576 mg/dl. The customer stated that he ran 6.0 units of insulin through the pump and it did not give a no delivery test. The customer was advised to complete the hp test. The customer stated that the hp test passed. The customer stated that he also took medicine for his diarrhea. The customer was advised to get medical attention for the high readings. The customer was advised to call back to inform us about his treatment.